Event description:
The customer reported that during a vaginal hysterectomy, the device jaws could not be re-opened and the knife blade was exposed. The surgeon removed the instrument and the pt tissue was torn. Additional questions have been asked to the customer.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.